Manufacturer narrative:
After battery installation, the insulin pump counted up to 7 and gave an unexpected blank display; the problem is isolated to the mother board. No unexpected audio alarms or vibrate alerts noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump has a blank display. Customer's blood glucose level was 15.6 mmol/l. Customer replaced the battery on the device and it still has a blank screen. Troubleshooting for the blank display was performed. Customer advised the device is on them and when they exercise they sweat, however, there is no moisture on the insulin pump. Customer advised they do not want to do any more troubleshooting and want the device replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.